Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal stenosis with neurogenic claudication fusion of lumbar spine and underwent posterior fusion at l1-s1. Post-op, pedicle screw broke near tips or distal ends. Fragments remaining in the patient is reported to be unknown.removal hardware extension posterior fusion to ilium was performed as the result of the event. Patient complication reported to be unknown.